Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: hcg false positive was not replicated in-house with retention products. Retention (n=29) devices were tested with in-house clinical hcg negative urine samples, all results were negative at 3 minutes read time and met qc specification. No false positives were obtained. Manufacturing batch record review did not uncover any abnormalities. Per case information indicated that "tss was informed by end-user that the issue has been resolved", no problem found.

Event description:
It was reported that on (B)(6) 2015, the customer used the consult hcg urine cassette and received multiple false positive results. The exact number of false positives is unknown. Serum was sent to an outside lab and confirmed that these results were incorrect. It is unknown on what date the serum was tested in the lab. Further information was requested, however no further information was provided.